Event description:
Registered nurse connected contrast injector to central line. At some point, either during injection or shortly thereafter, a pop was heard. The central line had cracked in the middle of one of the external ports (unknown which port, although it was thought to be the proximal port, but not certain). The crack was approximately equal distance from the hub to the port end. The scan was completed, so we know that the contrast media was injected. This required a new line to be inserted. No harm to the patient.the reporter communicated with the manufacturer the concern that there was no information regarding psi levels on the catheter label itself. Although it appears obvious that the catheter is designed for blood pressures and for infusing routine solutions and called a "high flow catheter"; it was felt the label information was not obvious and not clearly stated which could be misleading. The reporter suggested that psi numbers be included and/or add a section under contraindications such as "not for use with contrast media, power injectors", etc.